Event description:
It was reported by the customer they had received a breast biopsy and had a clip placed in their breast. After a week, the customer experienced inflammation throughout the body, upper and lower edema, and stiffness in their joints. They were told the clip was made of titanium at the time. Their allergist requested a material composition of the clip to help determine the cause of the symptoms. No product being returned at this time.